Event description:
Litigation papers allege in the year following her surgery, patient suffered from discomfort and pain in her hip. It is further alleged it became increasingly painful for her to walk, to rise from a seated position, to move her legs, to get in and out of a car, to stand, to walk up and down stairs and to bend. Doi: (B)(6) 2009 - dor: (B)(6) 2011. (Right side). (B)(6). Update: (B)(6) 2012 - plaintiff fact sheet received. Doi: (B)(6) 2009. Part and lot info received. No new information received that would change investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.